Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the ascending colon during a colonoscopy with polypectomy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the clip successfully grasped and locked onto tissue; however, the clip failed to release from the catheter. The clip eventually released after the nurse further manipulated the handle and wiggled the catheter, and the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned resolution clip device noted that the device was fully deployed and the clip assembly was not returned. There is not enough information available to determine what caused the reported failure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the ascending colon during a colonoscopy with polypectomy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the clip successfully grasped and locked onto tissue; however, the clip failed to release from the catheter. The clip eventually released after the nurse further manipulated the handle and wiggled the catheter, and the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.